Manufacturer narrative:
The investigation determined that higher than expected k+ results were obtained from the non vitros biorad multiqual level 1, lot 45770, qc fluid when compared to the customer baseline mean value processed using vitros chemistry products k+ slides lot 4102-0980-4062 on a vitros 5600 integrated system (s/n (B)(4)). The most likely assignable cause of the higher than expected vitros k+ quality control results is an instrument performance issue, as a within-run vitros k+ precision test was outside performance guidelines, indicating that the vitros 5600 integrated system was not performing as intended. Examination of the instrument found that the pm incubator caps and the reference fluid module were very dirty. Following service actions which included cleaning the microslide incubator and reference fluid subsystem, a post-service vitros k+ precision test met all performance guidelines, indicating service actions had returned the vitros 5600 system to expected performance

Event description:
The customer observed higher than expected potassium (k+) results obtained from a non-vitros quality control (qc) fluid, processed using vitros chemistry products k+ slides on a vitros 5600 integrated system. Non-vitros biorad multiqual lot 45770, level 1, results 4.01, 3.63, 3.62 and 3.50 mmol/l versus expected result 2.72 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics (ortho) inc. (B)(4).